Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional tests or verify low reservoir alarm due to buttons not responding noted. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot and cracked battery tube threads.

Event description:
It was reported that insulin pump was exposed to moisture due to customer jumping into a swimming while still connected to insulin pump. Customer reported that as a result, insulin pump received a low reservoir alarm when reservoir was not low and no battery alarm when insulin pump had a battery. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.